Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Additionally, the material also could not be identified. ¿·operation manual_ preparation and inspection. -inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function¿. The event can be prevented by following the instructions for use which state: ¿·reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories: -clean the external surface. *immerse the endoscope in the detergent solution. *thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing it was noted the evis exera iii colonovideoscope experienced an obstruction in the air/water channel unit. There was no report of patient harm associated with the event. During incoming inspection, it was determined the nozzle was clogged with foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to nozzle being clogged. In addition, the connecting tube was scratched. The plug unit had damaged housing. Natural air supply volume at idle was out of specification. Water contact/water removal was insufficient. Air/water function specific air/water flow was out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.